Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump was received with cracked case at display window corner and minor scratched on display window.

Event description:
It was reported via phone call by the customer's mother that the insulin pump is no longer alarming when the customer has low reservoir, delivering or at any time it's supposed to vibrate. The customer stated the insulin pump did not vibrate during the vibrate test. Advised customer the insulin pump will need to be replaced and to revert to back-up plan. The customer's blood glucose was over 200mg/dl